Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. Evaluation summary: a male patient reported that the dose knob of his humapen luxura device almost dropped off and the dose was inaccurate. He experienced increased blood glucose. The device was not returned for investigation (batch 1402b03, manufactured february 2014)). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to injection button detached or dose accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) asian male patient. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog 100 u/ml) from cartridge via a reusable humapen luxura (colour: champagne) pen twice daily, subcutaneously, for diabetes mellitus, beginning on an unknown date in (B)(6) 2018. The dosage regimen of insulin lispro was unknown. On an unknown date, while on insulin lispro, his blood glucose was increased due to malfunction of his humapen luxura (champagne) device. He further explained that the dose knob almost dropped off and the dose was inaccurate on (B)(6) 2018 ((B)(4)/lot number: 1402b03). On an unknown date, he was hospitalized as he measured the blood glucose was 20-21 at that time (units and reference range were not provided) . His doctor told him that the dosage was inaccurate. He had added three iu in the morning and decreased staple food at lunch by self. Information regarding hospitalization including start and discharge dates, corrective treatment or diagnostic/laboratory test performed was not provided. Outcome of the events was unknown. Insulin lispro therapy status was ongoing. The patient was the operator of the humapen luxura (champagne) device and his training status was not provided. The humapen luxura (champagne) model duration of use and the suspect device duration of use were not reported. The suspect humapen luxura (champagne), which was manufactured in feb2014, was not returned to the manufacturer. The reporting consumer did not know whether the events were related to insulin lispro or not and did not provide the relatedness assessment of the events to the humapen luxura (champagne) device. Update 25-jul-2018: additional information was received from the initial reporter on 24-jul-2018. This case was upgraded to serious due to addition of non-serious event of blood sugar increased to serious due to hospitalization. Added lab test with blood sugar with values. Updated narrative with new information. Update 01aug2018: additional information received on 01aug2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for the (B)(4) associated with lot 1402b03 of a humapen luxura (champagne) device. Corresponding fields and narrative updated accordingly. Edit 01aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 01aug2018: upon review of info received on 24jul2018, the information received should have been marked medically significant for device. Added significant date of 24jul2018 to allow for device reports to generate.